Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, clarified information was provided on 06/25/2025. This information is to tell the full event details and will overwrite the initial MDR as well as the first follow up report in section b5 describe event or problem. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2024. On (B)(6) 2024, the pediatric patient was at a friend's house at 7:00am. The patient's mother was called when the patient started experiencing symptoms of hyperglycemia (no specific symptoms described). The patient's parent took the patient to the hospital. On the way to the hospital, she stopped at the store to purchase juice. During this time the bg was tested and it was 589 mg/dl while the cgm was displaying "low". The patient vomited and was disoriented en route to the hospital. They arrived at the hospital at approximately 8:00am. The patient was diagnosed with diabetic ketoacidosis and treated with zofran and fluids. The patient stayed at the hospital overnight (it is unknown if they were there for more than or less than 24 hours). At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial and supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via the tandem customer technical support team, a pediatric patient experienced inaccurate continuous glucose monitor (cgm) readings. The issue occurred on an unspecified day following sensor insertion, and no information was provided regarding the insertion site. On (B)(6) 2024, the patient experienced hyperglycemia that required hospitalization. At the time of the event, the cgm was displaying a low reading, while a blood glucose test showed a value of 589 mg/dl. No details were provided regarding the medical intervention or treatment administered. Despite follow-up attempts to obtain additional information and clarify the event, no response has been received to date. No data was provided for evaluation. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).